Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced pain from a fall two weeks ago and new pain is unrelated to their baseline condition. The patient reported 95% relief in neuropathy and 75% pain relief in the low back and legs on dtm. A connection check and impedance test were conducted, and all results were satisfactory. The resolution of the issue was unknown. Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they were having some back pain that the stimulator was supposed to be helping with, starting 2-3 weeks ago. Patient said they went to see their hcp last week and was told to get a representative to come in and check their device as a precaution. Patient then said they had called 3 reps, but no one had gotten back to them. Agent reviewed role of representative and provided patient with nas number for healthcare provider office to call if needed. Patient said the office told patient that patient had to call ps for help with this. Agent also sent email to field team in patient's area. Additional information was received from the manufacturer representative (rep). It was reported that pt has impedances on #10 and #14. Value on 10 is 32790 and value on 14 is 33680. Rep met with patient (B)(6) 2025 and programmed around impedances. Pt will follow up with update on pain relief after trying new program groups

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.